Event description:
The pt bumped the right side of his head. Later that day, the pt's left arm temporarily stated jumping and shaking when he interrogated the deep brain stimulator. This had happened on 3 separate occasions when trying to use the programmer. He also felt tingling. The patient experienced a 'tight' feeling and had discussed revising the right lead. Additional info has been requested. A follow-up report will be submitted if additional info becomes available.

Manufacturer narrative:
(B) (4).